Event description:
On approximately (B)(6) 2015, the patient had drainage/incisional wound opening at the device pocket. The patient had a pump pocket infection. The device system was explanted. The patient status was reported as ¿alive-no injury¿. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2015 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 1999 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).